Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer evaluated the system based on the reported problem and was not able to confirm or reproduce the problem. Philips has started an investigation, and upon completion, a follow-up report will be submitted.